Event description:
The pt called to report that their pump never gives low battery warnings. The screen always goes blank. There are replace battery alarms in history, but they never get low battery or replace battery alarms.